Event description:
It was reported that in the ER prior to insertion, the md prepped the device and found that the j-tip of the swg was bent. As a result, a new kit was opened and used to successfully complete the procedure. It is unknown whether there was a delay; however the patient endured no harm. There were no reported complications, death, or injury to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).